Event description:
It was reported that during a video lap cholecystectomy procedure, the applier fired two clips incorrectly closed but crossed. The applier was replaced and the user with the malfunctioning device, fired outside the operating table other three clips and then it results discharged. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results of the device found that it was received with the shroud subassembly protruding from the shaft. Due to this condition the clips could not be fed into the jaws. A potential cause of this condition may be that the crimp was not properly made during the manufacturing process. Please note that this condition is unrelated with the event reported. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.